Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. Resistance was felt when advancing the device in the guide catheter. Multiple attempts were made to position the stent at the lesion site; however, during procedure, the stent was dislodged. The device was removed by snaring. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the lesion was predilated with a non-boston scientific balloon.

Manufacturer narrative:
Device evaluation by MFR: promus element plus,mr,ous 4.00x24mm stent delivery system (sds) was returned for analysis. Stent returned damaged and dislodged from the balloon. The balloon was reviewed, balloon showing partial inflation with folds partially opened and crimp markings visible on exposed balloon wall. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. A 0.0140" recommended guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. Resistance was felt when advancing the device in the guide catheter. Multiple attempts were made to position the stent at the lesion site; however, the stent was dislodged. The device was removed by snaring. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.